Event description:
It was reported that the patient underwent a surgery to remove a proact device and replace it with an artificial urinary sphincter (aus) due to unspecified reasons. No patient complications were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).